Manufacturer narrative:
D4: UDI not available as product was manufactured on or before september 23rd, 2014.

Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead due to suspected lead damage. The patient was hospitalized. No intervention has been performed. The patient is stable.